Event description:
Spontaneous call: pt reports that her restless leg is going nuts since her first gelsyn injection last week. Both ice and heat make her legs go crazy. It's mostly her left leg, but sometimes right. Her left knee is burning sometimes as well. Recommended she speak to her md that prescribed the gelsyn and the md that treats her restless legs as well. Indication: unilateral primary osteoarthritis left knee. Frequency: once weekly times 3 weeks. Reported to (B)(6) by pt/caregiver.